Event description:
A (B)(6) male patient called zoll customer support to report that his monitor would not stay connected to his electrode belt. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (connector will not stay latched) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case. The broken connector caused several wires to be pinched and severed the black pulse wire. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt, as the monitor's case was also cracked. No adverse event resulted from the damaged monitor connector. The patient received a replacement monitor.